Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: b1, h1, h6 (annexes a & g) b1, h1: upon completion of the investigation, cook has determined that this event is not reportable under FDA 21 cfr part 803. The complaint device was returned to cook; however, the reported failure mode was unable to be recreated or confirmed in the lab. During the investigation, cook concluded that there was no defect with the complaint device, as the device is coated with silicone to ease insertion into the patient. Although no defect was found on the complaint device, it is possible that the ¿oil stains¿ reported by the customer was excess silicone coating coming off the device. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that excess silicone coating coming off the device would be likely to cause or contribute to a death or a serious injury. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon immersion of a flexor raabe guiding sheath in saline prior-to-use, an oil-like substance/stain appeared on the "water surface". Another device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.